Event description:
Consumer reported insulin syringe cannula broke off in stomach on saturday. Consumer indicated a medical attention was sought, had x-ray of the needle and she is having surgery on friday april 4th to have needle removed from her stomach.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.